Event description:
It was reported that when the patient presented to clinic for routine follow-up high threshold was observed. The lead was found to have dislodged. Lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.